Event description:
Customer reported nurse noted that the fluid from the secondary bag was flowing into the primary bag. Customer reported the primary infusion was d5w.45nacl with kcl 20 meq and the secondary infusion was mefoxin 2 grams. One used primary IV set with back check valve was returned for investigation. Investigation is ongoing. Follow up report will be filed when complete.

Manufacturer narrative:
(B) (4). (B) (4).